Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 4 or pump error 15 noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the critical block and inverse critical block did not add to zero on insulin pump. The customer¿s blood glucose level was 10.2 mmol/l. The insulin pump will be returned for analysis.